Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined crystal designator y1 on the single board computer was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use reported with the event.